Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved was not returned or was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unreported date, yellow liquid appeared from the stoma. The patient applied ointment twice a day, the skin was safer. The condition was getting better, skin was more pale, he had yellow liquid coming out, nurse was satisfied with the condition and said to keep applying the medicine for another minimum ten days. On (B)(6) 2017, the patient's wife reported that it was leaking a little again and it was yellow-greenish. On (B)(6) 2018 patient's wife reported that her husband had a repeated bacterial culture test and then he took antibiotic doxybene 2x100 mg 10 days, then 5 days 100 mg and locally fungicidin.